Manufacturer narrative:
Insulin pump received with blank display, problem isolated to mother board. No audio/beep anomaly noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had blank display. Customer¿s blood glucose level was 270 mg/dl at the time of the incident. The customer was assisted with troubleshooting and the display did not return. Customer stated that the contacts on the battery cap are neither missing nor damaged. The insulin pump will be returned for analysis.